Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence and presented with a nonfunctioning device. A revision surgery was performed in which the physician explanted and replaced the device. There were no patient complications.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 663256008. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400167. Serial number: n/a. Batch/lot number: n/a. Model/catalog description: belt cuff fgs 7.5 cm. Unique identifier (UDI) #: n/a. Detailed product information for the cuff was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) number. If additional details become available, a supplemental report will be submitted.